Event description:
Instrument used for stapling of anastomosis during a laparoscopic roux en-y gastric bypass. Stapler misfired with first staple line, not noticed initially. The stapler was used successfully multiple times after this incident. The doctor noticed original staple line not intact. Stapler removed from field, new stapler of same kind opened instrument, stapler did not provide intact staple line per doctor. The doctor was provided with new stapler which he stated worked correctly and effectively.